Event description:
Customer reports that her adapter and wire caught on fire while charging her adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader and kit pack were reviewed and the dhrs showed the libre reader passed all tests prior to release and the correct cable was part of the kit pack. If product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. It was incorrectly inferred in mdrs # that the customer reported that their adc issued cable caught on fire. However it cannot be confirmed at this time if the cable used by the customer was the cable specifically supplied by adc for use with the libre device as that information wasn¿t definitively provided at the time the complaint was reported and the cable associated with this issue has not been returned to adc for investigation. Section b5 has therefore been updated to remove the statement that the charging cable was an adc charging cable.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports that her freestyle libre adapter and wire caught on fire while charging her freestyle libre reader. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports that her freestyle libre adapter and wire caught on fire while charging her freestyle libre reader. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader and kit pack were reviewed and the dhrs showed the libre reader passed all tests prior to release and the correct cable was part of the kit pack. If product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.